Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro device was plugged in and the device immediately powered on with energy when the activation switch was not being activated. The device never touched the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).